Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters that have opened but are not bleeding or oozing. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who saw the patient applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. The patient has been applying a lotion to the area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.